Event description:
The polysorb suture needle stuck in vaginal cuff when md suturing the vaginal cuff. Md said the tip of endostitch, approximately a 0.5 cm titanium tip, was encapsulated into the vaginal cuff as it snapped off the suture.